Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service confirmed the customer¿s reported issue. Based on the results of the investigation, the following are the probable causes; however, a definitive root cause could not be determined: - the entire image was blurred due to damage to the ccd unit - the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope - blurring the entire image occurred within the allowable range - the entire image was blurred due to damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual - inspection of the endoscopic system operation manual important information ¿ please read before use - warnings and cautions. During the device evaluation, service found the charge coupled device (ccd) orange conical chart was peeled off in the bottom right image field. The insertion tube coating under the rubber adhesive was separated, and the rubber adhesive was cracked in the bending section. The paint on the air/water cylinder was worn and peeling off. The paint on the suction cylinder was worn off. There was an incision in switch #1. The up/down/left/right angulation was out of specification. The grip unit, scope body, and switchbox were scratched. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer sent the subject device to an olympus service center for evaluation with a report of ¿streaks appear on the monitor image. Lens may be damaged.¿ there was no patient or user injury reported due to the event.